Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. Additional information was requested and the following was obtained: did the fragments generated fell off inside the patient? -no did the patient experience any adverse consequences due to this issue? -no corrected data: h6 type of investigation.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the fragments generated fell off inside the patient? If yes, were they completely removed without from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Did the patient experience any adverse consequences due to this issue? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the titanium tip was broken. Changed to another device to complete surgery. No additional information can be provided.

Event description:
It was reported that during a hysterectomy the ¿replace instrument¿ alert screen was displayed and the white tissue pad was broken. The breakage piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2025. Additional information was obtained: the event description (english) should be as follows: tissue pad breakage & replace instrument. It was reported that ¿replace instrument¿ alert screen was displayed and the white tissue pad was broken. The breakage piece was retrieved by forceps and was discarded. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided. Corrected data: b5, h6 health effect - impact code and h6 medical device problem code.